Event description:
Pt was implanted with a synchromed pump and catheter to deliver morphine for pain. The pump was explanted on 12/16/1998 due to the pt felt "bad withdrawal symptoms." Physician responded "expected volume of "ms" 120 agreed every time with the volume at the printout (in the allowed tolerances). The explanted pump was dropped during the explant procedure per heath care provider. A new pump was implanted. The pt is reported to feel better on follow up with his health care provider.